Event description:
It was reported during arcr procedure, when the surgeon inserted the anchor into the site, the anchor got broken. The tape and suture from anchor was used for bridging. The site was prepped with 3.8mm tapered awl. Patient bone quality is hard. Second hole was prepped, but it was not used. No delay and patient injury was reported.

Manufacturer narrative:
One 4.75mm healicoil regenesorb sa anchor system was returned for evaluation. Visual assessment of the devices confirmed the complaint of breakage. The distal end of the anchor has been broken off and was not returned for examination. The sutures have been removed from the device. The inserter tines are bent. As reported the surgeon utilized a 3.8mm tapered awl. Per the device instructions warnings ¿breakage of the suture anchors can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation¿. The proper instrumentation for site preparation for this anchor in hard bone is a 3.5 mm spade tip drill and a 4.75 mm threaded dilator.